Event description:
During a pt cholecystectomy procedure, the surgeon noticed that the left lower link arm on the spider was not functioning properly. Upon removal, the surgeon noticed that a fragment of the plastic insertion tube fitting was missing. No injury or impact to patient care was reported. The device was returned to transenterix, inc for evaluation.